Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was dead. The customer reported that the blood glucose was 29 mmol/l at the time of call. The customer's current blood glucose level was 19 mmol/l. The customer treated the blood glucose with manual injections. Troubleshooting was performed. The slot on the battery cap is dented around the sides. The customer was advised to monitor the insulin pump. The customer was unable to remove the battery cap out. The insulin pump will not return for analysis.